Event description:
It was reported the procedure was being performed in the emergency room. During insertion, the physician experienced difficulty when advancing the spring wire guide through the catheter. As a result, a new kit was opened for another catheter and it was placed successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).